Manufacturer narrative:
(B)(4). Batch # p94l2d. Investigation summary: the device was returned with the cable cut off. Due to the condition of the returned device no functional test could be performed. It was found that the clamp arm of the device could not open and close and the lever did not actuate the clamp arm. The device was disassembled and it was found that the lever link pin was missing. This rendered the clamp arm nonfunctional. In addition the closure indicator was broken and not making contact with the moving trigger, also it was found that there was a cracked internal component; the y-link. It is possible that the noise issues reported by the customer were made due to the broken clicker. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, a crack sound was heard when the doctor grasped the handle, the jaws did not close properly, and the device became not to function. The device clattered when the doctor shook the device. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.